Manufacturer narrative:
(B)(4). The actual device sample was received for investigation. Visual inspection was conducted and no obvious defect observed. Functional testing was performed. The complaint sample was inflated to 25mbar by using calibrated endotest. The cuff pressure was observed to be maintained at 25mbar. Sample then immersed in water and no air bubbles were observed flowing out from the cuff. During the water leak test, the cuff and pilot balloon are then pressed by hand and no bubbles observed. Color water test was conducted injecting colored water into the cuff. No leakage found on the complaint sample. Based on this investigation, the complaint could not be confirmed. No leakage found. Additionally there is a 100% inspection during manufacturing in which a leak in the cuff would be detected. (Continued) other remarks: teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint states "the cuff leak was found during use on a patient". It was reported the tube was changed for a new one. Patient condition reported as fine.